Manufacturer narrative:
This alleged failure mode poses a low risk to a patient because this issue was observed when the freedom ac power supply was not in use by a patient. In addition, the reported issue would not prevent the freedom driver from performing its life-sustaining functions. The freedom driver has a redundant power source of onboard batteries. The freedom ac power supply will be returned to syncardia for evaluation. The results of the investigation will be provided in a follow-up MDR. (B)(4).

Event description:
This freedom ac power supply was not in patient use. The freedom ac power supply is a component that enables the freedom driver to be plugged into an external power source. The customer, a syncardia certified hospital, reported that the green led light on the freedom ac power supply would not light up.

Manufacturer narrative:
The freedom ac power supply was returned to syncardia for evaluation. Functional testing showed that the returned freedom home ac power supply was electrically sound and operated as intended with no evidence of a device malfunction. The root cause of the reported issue of an inoperable indicator led could not be confirmed in testing performed on the returned unit. The led indicator on the power supply unit illuminated as intended. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file. (B)(4) follow-up report 1.

Event description:
This freedom ac power supply was not in patient use. The freedom ac power supply is a component that enables the freedom driver to be plugged into an external power source. The customer, a syncardia certified hospital, reported that the green led light on the freedom ac power supply would not light up.